Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor it was reported that the patient ins was moving and there was a pocket revision. Patient also reported discomfort from the revision. No further complications were noted or anticipated